Event description:
Information received by medtronic indicated that the customer reported condensation on screen. Customer noticed battery was wet. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). On august 19, 2021 07:02:53 johnsa85 customer concern: low battery life and noticed condensation on screen and at battery tube. P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Insulin pump power up properly after battery installation. Insulin pump was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals that from august 02, 2021 at 17:45:00 time through august 19, 2021 at 07:58:00 a total of 5 low battery alert noted. Proceed it with the following testing to assure proper functionality of the insulin pump . Insulin pump passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. Insulin pump may have had an intermittent failure not detected during our testing. Insulin pump was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. However, corroded power board and corroded battery tube noted during visual inspection. Insulin pump also received with cracked case(battery tube) and cracked battery tube threads. In conclusion no low battery alarms or unexpected battery power loss noted. However, corroded power board and corroded battery tube noted that might of cause the unexpected low battery alert. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under